Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side seroma, and device extrusion. Concomitant products: left side; 475cc mentor memorygel breast implant; catalog number: 3504754bc; serial number:(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with a 475cc mentor memorygel breast implant and was presented with right side seroma and breakdown of lateral incision on (B)(6) 2019. Went back into surgery to close incision on (B)(6) 2019. On (B)(6) 2019, the patient was presented with a massive seroma on right breast. As a result, the patient underwent explantation and replacement with smaller silicone implants on (B)(6) 2019.